Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that in (B)(6) 2017 this pacemaker had an estimated longevity of 1.5 years however three months later the device declared elective replacement time (ert). The patient is pacemaker dependent and had to receive temporary pacing as the device stopped providing pacing therapy between the time ert was identified and the replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had not telemetry or pacing output. The device case was opened, and visual inspections did not identify any irregularities or physical damage. An external power source was applied and there was no evidence of a high current condition. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output. A series of electrical tests was also performed, and again, normal device function was observed. Additional testing was performed on the battery, analysis determined it was performing normally. Analysis determined that the rate of battery depletion was normal and as expected based on the device being programmed to the maximum pacing output sometime between the (B)(6) 2017 follow-up visit and the device reaching ert status.